Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ how was the case resolved? ¿ what is the lot number of the blake drain 2233 involved? ¿ were there any isses reported regarding the jvac reservoir? ¿ if yes, please provide product code and lot number of the jvac reservoir. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and a drain was used. The product was used in the patient and the drain is not maintaining and not suctioning days after the placement or there's a hole in the tube. Device is not returning. Additional information has been requested.